Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" message. Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.